Event description:
The following was reported through a review of the publication titled, ¿7-year efficacy and safety of istent inject trabecular micro-bypass in combined and standalone usage¿. It was reported that following trabecular microbypass stent system procedures, sixty-two (62) operative eyes experienced visual field loss described as "significant" over a seven (7) year postop period. Any omitted information was not available at the time of report. Please see the attached article for further details. Reference doi: (B)(4),

Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used as event date. G4: online publication date used as awareness date. The devices were not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Decreased/impaired vision is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was inadvertently reported that sixty-two (62) operative eyes experienced visual field loss described as "significant" over a seven (7) year postop period. However, further review identified that three (3) operative eyes of sixty-two (62) total eyes experienced visual field loss described as "significant" over a seven (7) year postop period.

Manufacturer narrative:
Additional information: g3, g4. Corrected data: b5. MFR# reference: (B)(4).